Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings: the pump's black box and alarm history showed multiple power supply related alarms on (B)(6) 2015. There was evidence of moisture corrosion observed in the battery canister and on the display screen inside the pump. A leak test failed due a battery compartment leak. Moisture corrosion was found on the display screen, the keypad connector and on the power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. Also, it was reported that replace battery alarms appeared in the history without having been preceded by low battery alarms. Furthermore, it was reported that a replace battery code beginning with 128-fxxx (where x is any number or letter) was present in the alarm history; reportedly, this alarm had not occurred 3 times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.